Manufacturer narrative:
(B)(4). Only event year known: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, at the beginning of the procedure, the tip of the device broke. Loss of time, patient bleeding. Use of another like device to complete the procedure. No patient consequences.